Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care device, "caught fire or burned." No further details were provided. There was no report of smoke. Explosion, or electric shock. There was no report of death, serious injury, or mistreatment associated with this event.